Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred on (B)(6). The procedure was done on (B)(6). Per additional information received it's known that the doctor wanted to perform the operation using a single catheter with the intellanav stablepoint. The patient was under a general anesthesia. During the preparation of the material, the physician connected the intellanav stablepoint. The intellanav stablepoint was recognized by the opal mapping system, however, the maestro generator displayed the error "finding catheter." The physician was informed about this error prior to the insertion in the patient. Doctor asked to start the map only with the directsense value displayed. Then the physician asked to resolve the error of the maestro during the mapping. Sales representative started the troubleshooting by checking the connection. Then rebooted several times the maestro and replaced it but the issue persisted. Asked the physician to change the cable of the intellanav stablepoint and ultimately changed the intellanav stablepoint. Then, sales representative called rhythmcare to have the step to use the smartablate generator with the intellanav stablepoint. Only had one p rode and one ablation box in this center. None of the steps of troubleshooting resolved the error "finding catheter" or able to deliver radio frequency (rf) energy with the catheter. As an alternative, physician asked to install the pulse field ablation (pfa) system, farapulse. During the physician preparation of the farapulse material, the anesthesiologist said that the patient's blood pressure was not stable. The physician still inserted the faradrive sheath in the patient and the farawave. The catheter deployment was not normal, and the guidewire did not exit the cardiac silhouette. The doctor removed the farawave 31. When aspiring the sheath, there were bubbles. The doctor said that the sheath was not in the right place and wanted to perform another transseptal procedure with the faradrive sheath. The first transeptal puncture was made by a non-boston scientific device, access solution guided with tee. The physician prepared a new 98 cm brk xs needle. The anesthesiologist repeated that the patient's blood pressure was not stable. During an ultrasound, the physician noticed pericardial effusion, which happened during ablation. The doctor concluded that there was tamponade and canceled the procedure. After reaching this conclusion, the doctor asked the sales representative to remove the equipment from the cath lab and leave. Sales representative's manager called the doctor on the morning of (B)(6), who informed that the patient had died following the operation. The doctor concluded that the absence of force on the intellanav stablepoint caused the tamponade. It was further reported that all devices were disposed. No second transeptal puncture was performed during the procedure. The two stablepoint had the same error "finding catheter" on the maestro and both catheters were introduced in the patient. The deployment of the farawave in basket was similar as when the farawave is deployed in a vein. The deployment in basket resulted with an inverted spline. Ablation was attempted but never occurred neither with rf or pfa. The physician discovered the tamponade immediately after inserting the farawave in the patient and deployed. No further information was provided regarding any interventions to resolve the tamponade during the procedure